Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
Hospital reported that the hydrodissection cannula dislodged off the syringe under pressure during the final stage of a cataract surgery (wound hydratation). It caused intraocular trauma to the iris and capsule resulting in displacement of the intraocular lens (iol) into the vitreous cavity. The iol was explanted the same day. Additional information has been requested.